Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product. Device manufacture date is unknown.

Event description:
During a kit inspection on (B)(6) 2010, the sales representative found the pathfinder cannulated t handle bone awl with the tip broken off. There was no patient involvement. This malfunction has been associated with an adverse event in the past.